Event description:
Mckinley medical (the MFR) has filed this report after becoming aware of a reportable event with an ambulatory infusion system. Per the complainant there was no delivery of medication. There were no reported injuries with this event.